Manufacturer narrative:
One locking cap was returned for evaluation. Visual inspection shows significant abrasions on the bottom surface of the locking cap. These abrasions could be due to the rod rubbing against the bottom surface of the cap which may have led the locking cap to loosen. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision surgery was done for a creo mis locking cap that became loose 4 months post-operatively.